Event description:
It was reported that the patient was being shocked in the head, and the patient felt shocking from head to toe. The patient had a worsening tremor on the right side, lower extremity weakness and difficulty with speech. The patient went to the emergency room (ER) on 2013 (B)(6) due to the shocking. A CT scan on 2013 (B)(6) showed that the electrodes appear intact. The patient then had exploratory surgery on 2013 (B)(6) in which an impedance issue was noted as well as "suggested" lead breakage. The lead was not replaced, as it was stated they could not replace, but it was reconnected. The patient¿s therapy was suspended (date unknown). The event was considered resolved without sequelae on 2013 (B)(6).

Manufacturer narrative:
Product ID 3389s-40 lot# va0074j, implanted: 2012 (B)(6), product type lead product ID 3389s-40 lot# va0074j, implanted: 2012 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3389s-40 lot# va0074j, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the resolved without sequela date was (B)(6)-2013. Therapy was suspended on (B)(6)-2013. A week later it was reported that the lead was replaced on (B)(6)-2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.